Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor cannot connect to the device and could not send information to the network. The device remains in use. No patient complications have been reported as a result of this event.